Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experience ineffective therapy, as a result surgical intervention was undertaken wherein the percutaneous leads were explanted on (B)(6) 2026 to address the issue.